Manufacturer narrative:
Additional information: type of report, if follow-up, what type? Event problem and evaluation codes. Additional manufacturer narrative: a representative from nihon kohden logged into the server and could not duplicate the customer's complaint. (B)(4) has been initiated to further evaluate the cause of this complaint.

Manufacturer narrative:
The customer reported that the rns (remote network station) is in complete communication loss. The customer verified connectivity and that the cns could see the beds without issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the rns (remote network station) is in complete communication loss. The customer verified connectivity and that the cns could see the beds without issue.